Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a broken belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was 119 mg/dl. The customer stated that they were at the beach but did not go into the water. The discontinuation of the device was advised. Nothing further was reported.